Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Adverse event problem f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.